Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to verify compromised force sensor alarm due to motor error alarm. The insulin pump was received with button error alarm due to moisture damage keypad traces. The insulin pump had cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The blood glucose at the time of the incident was 293 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.